Event description:
During the implantation procedure, after placing the lead in the lv, the guiding sheath was removed and it was reported that the sheath split. A break was then noticed on the insulation on this lead a few cm from the connecting pin. The lead was not implanted.

Event description:
During the implantation procedure, after placing the lead in the lv, the guiding sheath was removed and it was reported that the sheath split. A break was then noticed on the insulation on this lead a few cm from the connecting pin. The lead was not implanted.

Manufacturer narrative:
(B)(4). The analysis on this device is pending.

Manufacturer narrative:
(B)(4), 2012,the analysis on this device is pending.